Manufacturer narrative:
Based on the received information, a damage to the active electrode due to the reported falls appears very likely. However to determine an exact root cause device investigation would be necessary. The device was explanted but has not been received for investigation yet.

Event description:
The user reported suddenly no more hearing sensation. The user has had falls many times as he has little balance issues. The user has been re-implanted on (B)(6) 2019.

Event description:
The user reported suddenly no more hearing sensation. The user has had falls many times as he has little balance issues. Re-implantation is considered however no date has been scheduled.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported falls appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported suddenly no more hearing sensation. The user has had falls many times as he has little balance issues. Re-implantation is considered.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient reported suddenly no more hearing sensation with the device. The recipient has had falls many times as he has had balance issues. The recipient has been re-implanted on (B)(6) 2019.